Event description:
A falsely elevated troponin I result of 2.35 ng/ml was obtained on a patient sample. Previous test result was 0.02 ng/ml. The result was reported to the physician who questioned the result. The laboratory repeated the test and results of 0.02 and 0.00 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for this event was pre-analytical sample handling.